Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system generator was busy and no x-ray. Analysis of system log file by fse showed fault in point (power inverter) gate driver. To resolve the issue, fse replaced the power inverter, performed tube adaption and calibration. After that, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating the device's generator was busy, preventing fluoroscopy. The device was in clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the generator's power inverter. The device was returned to expected functionality.